Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she was not able to bolus. Troubleshooting was performed. The customer stated that the insulin pump starts delivering, but it does not count higher than 0.0 units. Assisted the customer with suspending the device, and attempted to do another bolus, but the insulin pump only counted up to 0.0 units when the bolus maximum was set up to 9.8 units. Instructed the customer to revert to back up plan of manual injections. No further information was provided.